Event description:
It was reported that the patient experienced a communication error between the pod and the controller while wearing a pod for an unknown duration. The patient noticed the communication error after their blood glucose level rose to 400 mg/dl, with a ketone level of 3.3 mmol/l. The patient went to krankenhaus brilon with hyperglycaemia and nausea, and was diagnosed with hyperglycaemia. The patient was in hospital for 2.5 hours and was treated with intravenous drip.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.